Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/24/2016 to report that on (B)(6) 2016 patient had continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter. Sensor was inserted on (B)(6) 2016. At the time of contact, no injury or medical intervention was reported. The patient did not enter the bg meter values into the cgm device promptly and accurately. Labeling indicates: enter the exact bg value displayed on your bg meter within five minutes of a fingerstick. Entering the wrong bg values, or waiting more than five minutes before entry, might affect sensor performance, resulting in you missing a severe low or high event. The patient took medication(s) containing acetaminophen. Labeling indicates: taking medications with acetaminophen (such as tylenol or excedrin&#59397;xtra strength) while wearing the sensor may falsely raise your sensor glucose readings. The level of inaccuracy depends on the amount of acetaminophen active in your body and is different for each person.